Manufacturer narrative:
The disposable perforator (ID 261221) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report number: 3014334038-2022-00269. A physician reported a disposable perforator (ID 261221) rotation was weak and was having difficulties perforating during the procedure. Another perforator (ID 261221) was used however, it had the same issue. The procedure was completed with a third perforator available. No patient injury reported and the event did not led to surgical delay. The drill used with the perforator was a emax2plus/anspach. According to reporter, it is unknown if the drill was electric or pneumatic, or if the perforator clicked in place on the drill. It is also unknown if the recommended spring tests were performed between each burr hole.